Manufacturer narrative:
Concomitant medical devices: product ID: 3387-40, lot# j0309461v, implanted: (B)(6) 2003, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension.

Event description:
Information was received from a health care professional (hcp) regarding a patient with an implantable neurostimulator (ins) for essential tremor and parkinson's. It was reported that the hcp had trouble connecting with the device (right side) and then after she was able to interrogate, she received an eol (end of life) message. She then got a por (power on reset) with factory settings and ins battery voltage less than 2.50 v. Settings were at 0v, 210 pulse width, 30 hz, 3+0-.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.